Event description:
It was reported that the detachable needle was not attached to bd integra¿ syringe hub during use, causing medication to leak out. The following information was provided by the initial reporter: "needle was not attached to hub causing medication to leak during shingle shot".

Manufacturer narrative:
H.6. Investigation: ten 3ml integra syringes in fully sealed blister packs confirmed to be from batch 9294200 (p/n (B)(6)) were received and evaluated. One syringe was observed to have a small amount of collar damage, which was rejectable per product specification. All ten of the syringes received were tested for leakage at the connection. The syringe with the collar damage was the only failure, which was rejectable per product specification. Based on the verbatim, it is possible the hub was not securely tightened to the syringe as no damage was reported. A potential root cause for the damaged barrel defect is associated with the assembly process. Additional inspections will be performed to monitor assembly components and adjust as needed on this machine as (B)(6)2020. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the detachable needle was not attached to bd integra¿ syringe hub during use, causing medication to leak out. The following information was provided by the initial reporter: "needle was not attached to hub causing medication to leak during shingle shot".